Manufacturer narrative:
(B)(4). The customer processed the sample with a scantibodies heterophilic blocking tube and a (B)(4) result of 0 was generated indicating interference og heterophilic antibodies present in the patient sample. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect (B)(4) package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency. This is the final report.

Event description:
The account stated that architect i2000 analyzer generated a total b-hcg result of 40 iu/l. The account repeated the sample and obtained a result of 40 iu/l on the architect i2000 and a result of <2 iu/l on the minividas. The account then processed the sample using a scantibodies tube and obtained a result of 0 iu/l on the architect i2000 analyzer. There was no report of impact to patient management.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.